Event description:
The pt experienced injuries due to an unspecified device problem. No additional information was provided. The manufacturer's device registration system indicates that the device system was explanted.